Event description:
It was reported that during a follow-up visit, ventricular over-sensing was observed. The device will be programmed to extend the post ventricular pacing balnking period using specific engineering software. The device remains implanted.